Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main pyxis unit on 11e did not power on despite multiple power cycling attempts and switching of electrical outlets. Although the pyxis refrigerator remained powered, the display screen stayed blank and the internal tower lights did not illuminate. The unit, excluding the refrigerator, appeared to be non-functional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not turning a field service engineer (fse) found medstation was not powering on. Disconnected auxiliary cabinet with no change. Disconnected main half height drawer 5 (positions 1 & 2). Unit powered on, then off. Measured controller board for 5.2 and found zero ohms and the board was replaced. Hardware test application (hta) passed. Pharmacist completed inventory of medications in drawer. The system functioned as intended after the field service engineer repaired the device.